Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit had pressure related malfunction. The education director called for help with cardiosave trainer while preparing to teach a balloon pump class. She was unable to get an aline pressure tracing on the pump through the trainer. There was no other pump to try. She is unsure if the issue is related to the pump or the trainer and needed assistance with the pump. This report is for the trainer, the iabp is being reported separately. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit had pressure related malfunction. The education director called for help with cardiosave trainer while preparing to teach a balloon pump class. She was unable to get an aline pressure tracing on the pump through the trainer. There was no other pump to try. She is unsure if the issue is related to the pump or the trainer and needed assistance with the pump. This report is for the trainer, the iabp is being reported separately. There was no patient involvement reported. The cardiosave iabp has been reported under medwatch report #2249723-2023-02937.

Manufacturer narrative:
Updated fields: b4, d4(model & catalog#), d9(device available for eval), g3, g6, h2, h3, h6(investigation type, investigation findings, component codes & investigation conclusions), h10, h11 corrected fields: b5. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. There were no issues with the iabp. The fse replaced the following parts: 0012-00-1836 cable, bp, iabp trainer, 0012-00-1837 cable, trainer, iabp trainer, 0012-00-1838 cable, ECG, iabp trainer, and the 0670-00-0866 pcba, iabp trainer. The fse completed a checkout including all functional and safety tests per manufacturer specifications. The iabp was returned to the customer.